Event description:
It is reported that the surgeon was performing a routine total knee arthroplasty when the scrub nurse noticed the pin from the impactor was missing after being used. X-rays were taken of the pt's knee, but the pin has not been seen. The pin has not been found. The surgery was delayed thirty minutes because of the event.

Manufacturer narrative:
As returned, the locking pin and spring have disassembled from the broach impactor. The thumb pin disassembled from the device and was not returned for review. A product improvement was implemented utilizing eb weld between the thumb pin and the locking pin to address this issue. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufactures guidance document published by the FDA in march of 1997.